Event description:
It was reported to baxter (B)(4) that fill port cap of one (1) ce intermate lv 100 device was noted to be missing. This was discovered before use; there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one unfilled unit was received by baxter for evaluation. Visual examination of the sample confirmed the reported condition of "missing fill-port cap". The root cause of the condition was due to an operator error during the manual fill-port cap assembly process. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.